Manufacturer narrative:
One used sample lis#011-c3300 was returned for evaluation, as received the seal was tearing / damage. No mating devices was returned. The set was tested according procedure in activated and inactivates position and no leak were observed. Once the clave was disassembled no additional damage besides the tearing seal was observed. Complaint of leaks was not able to confirmed or replicated during the test. However, this complaint can be confirmed due to the tearing observed on the seal this condition will typical lead an internal leaks condition. The probable cause of this condition was due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer 8/8/2023.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a clave¿ neutral connector, where it was reported that the connector was leaking from where the clear part and blue part of the connector marry up. The product problem occurred during infusion of total parenteral nutrition (tpn) and the length of time the device was in use was 1 hour. There was patient involvement, however no report of patient harm. The device was not changed out/replaced with no further problems encountered. This captures the first of six occurrences.